Event description:
The pt contacted lifescan in 2005 and alleged that her one touch ultra meter was "breaking the test strips when inserted". The medical affairs specialist called and left a message for the pt the next day. A letter will be sent as a second attempt to reach her. The pt reported her test strips break when she inserted them into the meter. She was walked through resolving the issue, but the issue was not resolved. She also reported that her blood glucose level suddently dropped the "other day" and she could not test on the meter. It is unknown if she had attempted to test on the meter at the time of concern and how long she was having this issue with the meter and strips. There is no further information regarding the events leading to her blood glucose level dropping low. The pt's relative called an ambulance for her and they took her to the hosp, where the hosp meter result was 24 mg/dl. She was given IV glucose treatment. There is insufficient info regarding the events leading to the symptoms and the hosp visit. It is also unclear as to how long the pt was having this issue with the meter and strips, and if all her tests strips were breaking or only some. Therefore, although the pt had experienced a hypoglycemic episode (hospital meter result was 24 mg/dl), it is unclear at this time if the product caused or contributed to the injury.